Manufacturer narrative:
The product was expired; a DHR review was performed. Reactivity of the s antigen was confirmed for crrs lots k191and k196 and crrid lot id105. The customer did not return sample or product for investigation.

Event description:
Customer reported that an anti-s was not detected in a patient sample, using capture-r ready ID, lot id105. The antibody only reacted with homozygous s+ cells in the screening assay using capture-r ready-screen lots k191and k195, and in crossmatch tests with s+ cells.